Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 60 mg/dl but his blood glucose was 224 mg/dl. Another time the sensor glucose was 53 mg/dl when his blood glucose was 179 mg/dl. Customer reported that the night before calling, his blood glucose was high at 520 mg/dl but the sensor was reading 126 mg/dl. Customer treated with the insulin pump; current reading was 310 mg/dl. Customer was advised about the proper insertion and calibration process.